Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the distal tip of the introducer sheath was damaged and solidified procedural fluids were noted within the introducer sheath. The stent was contained within the introducer sheath. The stent delivery wire (sdw) was noted to be kinked when removed from the introducer sheath. During functional test, the introducer sheath was flushed and an attempt was made to advance the sdw and the stent; however extreme resistance was experienced and it was unable to be advanced. The introducer sheath was cut in an attempt to remove the stent and it was found that the stent was broken and only part of the stent was contained within the introducer sheath. The remaining portion of the stent was not returned. It is probable that the introducer sheath was not sufficiently placed within the hub of the microcatheter or that the rotating hemostasis valve (rhv) was not adequately tightened, allowing movement of the introducer sheath during transfer, causing the difficulty in transferring the stent and the premature deployment of the stent. It is probable that the stent was broken/ fractured as it was re-sheathed into the introducer sheath. Based on the information available and the investigation results it is most likely that the stent fracture related to some procedural factors limiting the performance of the device. Therefore, it was determined that the event was related to operational context.

Event description:
Analysis of the returned device found that the stent was broken. There was no clinical consequences to the patient.